Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. Data review confirmed the reported loss of connection event. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4). Please note that the first report submitted under 3004753838-2018-09811 was marked as a 5-day report in error. This follow-up report should have reflected initial report (30 day). There is no 5 day reportable issue in this complaint.